Event description:
Customer reported pump failed volume testing during biomed testing. Pump did not meet the 6% accuracy specification. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.

Manufacturer narrative:
Device has been requested for evaluation.